Manufacturer narrative:
Added description of event details. Added h6 investigation conclusion code - 213 no device problem found.

Event description:
On (B)(6), 2021 a patient was undergoing treatment of a thoracoabdominal aortic aneurysm in the aaa1701 tambe clinical trial. The treatment included the use of gore® excluder® aaa endoprostheses and a gore® excluder® iliac branch endoprosthesis. Following the procedure the patient exhibited spinal cord ischemia with no lower extremity movement or sensation post-operatively. A spinal drain was placed emergently. On (B)(6), 2021, the patient remained hospitalized. It was reported the patient is improving with sensation in the bilateral extremities, no movement, and pulses palpable bilaterally.

Manufacturer narrative:
B1: correction to adverse event.

Manufacturer narrative:
The gore® excluder® aaa endoprosthesis devices are being reported separately. Conclusion code 1: 22: according to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: neurologic damage.

Event description:
The following information was reported to gore: on (B)(6) 2021 a patient was undergoing treatment of a thoracoabdominal aortic aneurysm in the aaa1701 tambe clinical trial. The treatment included the use of gore® excluder® aaa endoprostheses and a gore® excluder® iliac branch endoprosthesis. Following the procedure the patient exhibited spinal cord ischemia with no lower extremity movement or sensation post-operatively. A spinal drain was placed emergently. The event is ongoing.